Event description:
Fenestrated bipolar forceps broke while inside the patient. A small piece of plastic came off where the instrument articulates. The small piece was recovered from the patient. No harm came to the patient. Unfortunately neither the device or the packaging was saved from the event. Manufacturer response for fenestrated bipolar forceps, da vinci si 5 mm fenestrated bipolar forceps (per site reporter): the manufacturer has been responsive.